Event description:
The customer reported that following a stent procedure in 2000, a vasoseal es was deployed. The pt was bolused with 5000 units of heparin, and reapro followed by an IV drip. Manual pressure was held for 15 minutes post procedure and a sterile dressing was applied. A hematoma was noted by the staff that evening and pressure was held. The pt was discharged on march 1, 2000 with some swelling still at the groin site. On march 2, 2000, the pt was admitted to the emergency room with abdominal, groin, and scrotal pain. An ultrasound revealed a 3-5 cm pseudoaneurysm. The pt was taken to surgery for a right groin exploration. The operation report stated "repair of the common femoral artery." The pt was started on antibiotics and no further complications were reported.